Event description:
Alliance registry it was reported that restenosis occurred. The patient presented with stable angina. The target lesion was located in the proximal left circumflex artery (lcx). Treatment with a 2.75 mm x 15.00 mm agent dcb was completed on december 4, 2023. On (B)(6) 2024, the patient presented with chest pain on exertion for a routine outpatient visit. Computed tomography was performed, and significant stenosis was suspected. The patient was admitted for coronary angiography which revealed 99% stenosis in the lcx. Percutaneous coronary intervention of the left main trunk to lcx was completed with a 3.00 x 15mm non-boston scientific (non-bsc) stent resulting in 0% residual stenosis. Biazpirin was added as two antiplatelet drugs for one month. The left anterior descending artery was also treated with a non-bsc balloon. Patient progress was good, and they were discharged on the (B)(6) 2024. The patient was scheduled to discontinue the biaxpirin and continue on efient alone thereafter.

Manufacturer narrative:
E1 initial reporter city: (B)(6).